Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. This event was resolved by the customer in-house. There was no on-site evaluation by the manufacturer. The customer reported that a touch screen calibration resolved the reported issue, and that no further service was required.

Event description:
The customer reported a ventilator with a distorted display that was responding to touch. There was no patient involvement / harm.